Manufacturer narrative:
Concomitant medical products: product ID 3210, serial# (B)(4), product type: transmitter; product ID 7495-25, serial# (B)(4), product type: extension; product ID 3888-28, lot# l49422, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a loss of stimulation. The system "gave out". There were no falls or trauma reported with this event. The loss of stimulation was noted to have happened on (B)(6) 2015. It was confirmed that the transmitter was functioning but the patient was not feeling stimulation. The transmitter was not connecting to the lead. The internal receiver was not functioning. The patient was indicated for peripheral neuropathy. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.